Event description:
Before surgery, surgeon's name was selected on machine screen in order to operate with parameters recorded, but parameters obtained were different. This resulted in posterior capsule aspiration and, subsequently, implantation of an anterior chamber lens. No other clinical consequences. Pt is doing fine.